Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that about a week or two ago noticed a change in stimulation sensation, doesn't feel stimulation at all on either side. When asked, patient said that the last time connected to implant was about three months ago and was able to connect but only to the right side. Patient said that stopped feeling stimulation on the left side at that time. When asked, patient doesn't recall what setting was for either implant. With instruction, patient attempted to connect to implant on both sides however received device not responding message. The issue was not resolved through troubleshooting. When asked, patient said that the last time was seen by managing healthcare provider was last year in (B)(6) however no one connected to or checked the implant during the appointment. The patient was redirected to their healthcare provider to further discuss this issue. Patient to schedule an appointment to have both implants checked at managing physician's office. The last time patient saw managing physician was in (B)(6) of last year and said that healthcare provider asked patient if the device was working and patient said it was.